Event description:
The company received a report from the end users wife reporting that the cuff of the device was deflating during patient use. The caller reported that the patients breathing had changed and unrecognized noises were heard which made her check the device where it was discovered that the pilot balloon was flat. The caller reported that the tube scheduled to be changed out by the end physician on (B)(6) 2012 and the tube was installed on (B)(6) 2012. On (B)(6) 2012 new information was provided indicating that the end physician was experiencing difficulty removing the tube and was scheduled for surgery on (B)(6) 2012. The end physician believes the patient needs a larger stoma. Technical support is attempting to gather further related to patient's condition from surgery.

Manufacturer narrative:
The customer indicated that the sample associated to this report may become available for analysis.